Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils was embedded in my uterus') and device expulsion ('coils was embedded in my uterus and not event in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil was twisted stretched". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("lot of pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device expulsion, embedded device and device physical property issue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils was embedded in my uterus') and device expulsion ('coils was embedded in my uterus and not event in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil was twisted stretched". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("lot of pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device expulsion, embedded device and device physical property issue". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils was embedded in my uterus') and device expulsion ('coils was embedded in my uterus and not event in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil was twisted stretched". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("lot of pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device expulsion, embedded device and device physical property issue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.